Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: 14105008. Product family: scs-linear leads upn: m365sc2316700; model: sc-2316-70; serial: (B)(4); batch: 15960112. Product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 14026572/16291716.

Event description:
It was reported that the patients leads moved. It was also stated that the anchors were bothersome. The patient underwent a revision procedure wherein the leads were replaced for durability and to keep the leads in place and the anchors were explanted. The patient was doing well postoperatively.